Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place wherein the pocket site was revised and the ipg was electively replaced. Pain has resolved.